Event description:
It was reported that an error code 1720/1260/dead pixels on lcd and cracked front was experienced. (Unknown/no patient injury)

Event description:
Additional information was received indicating that the event occurred during testing; there was no patient involvement.

Manufacturer narrative:
Other text: b5) additional information was received indicating that the event occurred during testing; there was no patient involvement.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seal was missing upon receipt. Error codes were not found in the ehl (event history log). The customer reported problem was duplicated during the investigation as the device displayed the reported error code upon power up. Root cause of the reported event is unknown, but a faulty microprocessor unit board (mpu) was detected. The faulty microprocessor unit board will be replaced. The returned product is beyond 6 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.